Event description:
It was reported that a patient underwent a cyst removal surgical procedure from the upper thigh on (B)(6) 2011 and topical skin adhesive was used. Steri strips were applied to the area. Patient was seen on (B)(6) 2011 and the incision was completely open. The opening was about the size of a quarter. The incision was about an inch. The steri-strips were removed. Area cleaned and advised to keep it covered. The wound was left open, antibiotics were given, and the patient was referred to plastic surgeon for scar revision after healing.

Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. Visual inspection of the blister unit and ampoule did not show any damage. Chemical testing was performed and all results were within specification.

Manufacturer narrative:
(B)(4). It was reported that the antibiotic the patient was given was bactrim ds. It is unknown if the patient went to the plastic surgeon.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.